Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ extension set micro bore had defects in the infusion connector when it was connected during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient had an advanced tumor and a catheter was inserted through the right upper arm. Defects were found in the infusion connector when it was connected. The liquid doesn't drip well."